Manufacturer narrative:
Device evaluation: the lens was returned dry in the case/vial; surgical residue was cleared; visual inspection found optic torn and haptic broken. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -9.00 diopter, in the patient's right eye (od). This was performed on (B)(6) 2016. The lens was removed and replaced with a longer length lens on (B)(6) 2016 due to low vault and lens rotation.